Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the reservoir has been leaking. There is fluid in the reservoir compartment. The customer stated the leaking was occurring from the reservoir barrel or the o-rings. It was also stated that the o-ring inside lip of the reservoir compartment was not missing. The customer's blood glucose reading was 500 mg/dl. The self-test was completed. The customer was advised to discard the infusion set and the reservoir. The customer was advised to monitor the insulin pump.